Event description:
It was reported that during an ankle arthroscopy, when passing the twinfix implant it presented resistance and was impacted in order to enter it, but the sutures broke. All the broken pieces were retrieved form the patient. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported. Current patient status is stable.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, anchor and suture strings were returned with biological debris on them. The suture strings are intact but outside the suture window of the anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specifications found that a material certification of analysis is required with each lot. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.